Event description:
It was reported the patient presented to technical services. During trouble shooting, it was determined the implantable cardioverter defibrillator (ICD) could not establish a bluetooth connection with the patient's phone. No changes or interventions have been reported. There were no patient consequences.

Event description:
New information noted the patient presented in clinic. During interrogation, it was noted the implantable cardioverter defibrillator (ICD) did not exhibit any issues with remote monitoring and the patient may have stopped remote monitoring. No changes or interventions were performed. There were no patient consequences.